Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation concluded that the reported failure to adhere or bond (partial clip movement) was related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures and is likely secondary to the partial clip movement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action will be implemented in this case. (B)(4). A partial UDI is being reported because the lot number was not provided.

Manufacturer narrative:
(B)(4d. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Another cds was advanced; however, the flail noted in the p2/p3 area of the leaflet was unable to be grasped. That clip was not implanted and the cds was removed. The procedure was aborted. Mitral regurgitation remained unchanged. A mitral valve replacement was performed on (B)(6) 2015. No additional information was provided. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system (cds 50417u241) referenced is filed under a separate manufacturer report number.

Event description:
This report is filed on clip delivery system (unk lot number) for recurrent mitral regurgitation potentially due to implanted clip movement. It was reported that about 6 months ago (approximately (B)(6) 2015), the patient with degenerative mitral regurgitation underwent a mitraclip procedure with implantation of three mitraclips. During that procedure, a leaflet flail was noted and one mitraclip was implanted so that it had successfully captured the flail. On (B)(6) 2015, the patient underwent a second mitraclip procedure to treat recurrent mitral regurgitation of grade 3-4. Although the 3 clips that were implanted six months ago were well attached to the leaflets and functioning as expected, it was thought that possibly the flail had worked its way out of the clip (unk lot number). Clip delivery system (cds 50417u241) was advanced to the left atrium. During leaflet straddle attempts, the clip was noted to be steering in the opposite direction when the "m" knob was applied. The "p" knob was used instead and the cds was in position with the intent to implant the clip at the area between the a2/p2 (anterior 2/posterior 2) and a3/p3 leaflet segment. The leaflet was grasped; however, flail noted in the p2/p3 area of the leaflet was unable to be grasped and there was not adequate reduction of the mitral regurgitation (mr). The clip was, therefore, not implanted and the cds was removed.